Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 04-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('multiple back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced urinary tract infection ("recurrent urinary tract infections"), 28 days after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), osteoarthritis ("joint degeneration") with arthralgia, arthritis ("permanent joint imflammatory state"), facial neuralgia ("disabling facial neuralgia"), gastrointestinal pain ("intestinal pain"), diarrhoea ("very punctual diarrhea") and gastroenteritis ("gastroenteritis"). The patient was treated with essure removal. Essure was removed on (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, osteoarthritis, arthritis, facial neuralgia, gastrointestinal pain, diarrhoea and gastroenteritis outcome was unknown. The reporter provided no causality assessment for arthritis, back pain, diarrhoea, facial neuralgia, gastroenteritis, gastrointestinal pain, osteoarthritis and urinary tract infection with essure. The reporter commented: onset of events (unspecified): (B)(6) 2008, one month after insertion and the years that followed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('multiple back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced urinary tract infection ("recurrent urinary tract infections"), 28 days after insertion of essure. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), osteoarthritis ("joint degeneration ") with arthralgia, arthritis ("permanent joint imflammatory state "), facial neuralgia ("disabling facial neuralgia"), gastrointestinal pain ("intestinal pain "), diarrhoea ("very punctual diarrhea") and gastroenteritis ("gastroenteritis"). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, urinary tract infection, osteoarthritis, arthritis, facial neuralgia, gastrointestinal pain, diarrhoea and gastroenteritis outcome was unknown. The reporter provided no causality assessment for arthritis, back pain, diarrhoea, facial neuralgia, gastroenteritis, gastrointestinal pain, osteoarthritis and urinary tract infection with essure. The reporter commented: onset of events (unspecified): (B)(6) 2008, one month after insertion and the years that followed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.